Manufacturer narrative:
Reporting facility telephone number is (B)(6). Siemens has completed the first technical investigation of the reported event. A product design issue was not identified. The reported system is new and was delivered to the facility on january 27, 2021. Siemens experts stated the table-top was not installed and adjusted correctly. Based on the available information, this event is considered an isolated case, with no corrective action beyond the repair as deemed necessary. A supplemental report will be provided if new information becomes available.

Event description:
It was reported to siemens that the carbon patient table overlay for the rt-planning CT was not stable enough for use. This was recognized during the quality assurance (qa) evaluation and no patient injury has been reported to siemens. A deviation of the table-top position up to 5mm has been reported and in a worst-case scenario, could lead to a treatment dose delivery to wrong location in later therapy workflow. This scenario may occur if this issue wasn't detected during qa or later position verification steps in the workflow. The reported event occurred in (B)(6).